Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. No further actions or outcomes were reported.